Event description:
Ever since I got the essure, I have had so many symptoms from bleeding (2-3 periods a month for a year) to cramping (feels like labor pains). I am getting a hysterectomy on (B)(6) 2013 due to the essure. I am only (B)(6).